Event description:
Same as report # 6000130-2005-00447. It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/2.0 mm balloon froze on the choice pt es guidewire inside of the patient's body. The lesion being treated was located in the right coronary artery. While attempting to pull the balloon catheter free, the distal 25 cm of the balloon catheter broke inside of the mighty max guide catheter. The physician removed the guide catheter and the broken balloon catheter as one unit. No patient injuries or complications were reported. Patient status is reported as 'good.'